Event description:
The customer reported that the ortho provue analyzer interpreted a kell negative sample as positive (4+) during antigen typing. The customer reports that the ortho provue analyzer sporadically interprets negative samples as positive during antigen typing and antibody screening. The customer visually observed all cards tested on the provue and verified that the reactions were negative, preventing erroneous results from being reported. False positive results may result in transfusion of incompatible blood.

Manufacturer narrative:
Ocd field engineer observed excess red cells in the false positive gel card microtubes. A possible root cause was determined. The syringe was damaged resulting in the excess dispense of red cells and possibly causing the false positive results. The fe performed repairs to the fluidics sys components returning the instrument to expected operation. Complaint: